Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2017 18:22; deliveries never resumed. A manual time change was made on (B)(6) 2017 from 10:47 to 11:47. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The keypad was fully intact and all keys were responsive. The original complaint could not be duplicated or confirmed. The keypad cover was removed and no contamination or button defects were found. The pump cover was removed and there was evidence of internal moisture observed on the keypad flex connector. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged button/keypad issue.